Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The customer then accidently dislodged the site and decided to leave the site out to raise bg level before inserting a new site. The customer also consumed candy and stated that bg level returned to target range after doing so. The customer reported that the healthcare provider had been consulted and pump settings had been adjusted, due to low bg level.